Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, malfunction.

Manufacturer narrative:
An otr pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed a separation in the apex of cylinder 2. The separation appears to be rough and irregular, indicating sufficient stress was exerted. Testing revealed this to be a site of leakage. Surface abrasion is noted on all tubes of the pump. No visual or functional abnormalities are noted with the cylinder 2 or the pump. Based on previous quality simulations and examination of the returned product, quality concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) was exerted on the apex of cylinder 1 to separate the site while in-vivo. A separation of this type would then allow the loss of fluid, making the device inoperable. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.